Event description:
The customer stated that the cell-dyn sapphire analyzer, while processing a run, generated a laser error. The customer then heard a popping noise and observed smoke coming from the rear vents of the instrument. The customer stated there was a burning odor, but there was no visible fire. The customer switched off the power and unplugged the analyzer. There were no operators at the instrument when this incident occurred. There was no personal injury, impact to patient management, or facility damage reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, review of labeling, review of historical data, and inspection of the returned part. A review of complaint data from (B)(6) 2012 thru (B)(6) 2013 was performed for the cell-dyn sapphire, list number 08h00; power supply motion control part number 8405700302; and cd sapphire serial number (B)(4), which did not identify any other complaints for this issue. There was no product issue and no non-statistical trends identified. Review of the cell-dyn sapphire operator's manual, list number 08h10-01, revision c, shows adequate product labeling for this complaint issue. The inspection of the returned motion control power supply assembly found that within the power handing, and distribution section of the power supply, one of the three (3) transistors was opened and appeared to be burnt. This is what caused the popping sound, and the smoke that the customer reported. Based on the information and returned part inspection, the sme was unable to determine what caused the transistor to open but cited a possibility that it may have been an internal short. Review of the cell-dyn sapphire historical data found the reported incident to be an isolated event. Based upon the results of the investigation, there is no indication of a deficiency of the power supply motion control part number 8405700302 or the cd sapphire serial number (B)(4); however, there is sufficient evidence to reasonably suggest a malfunction of the power supply motion control part number 8405700302 occurred.